Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 402 mg/dl, 370 mg/dl, 298 mg/dl. The customer treated high blood glucose with 4.1 units of active insulin. Customer did not receive a sensor updating. Customer receive calibration not accepted and change sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Update to notes in auto mode feature.

Event description:
It was reported via phone call that the auto mode function was not in use at the time of the reported event.